Manufacturer narrative:
At this time, the product remains in service. If additional information becomes available, this report will be updated as necessary.

Event description:
Boston scientific received information that the patient with this pacemaker was admitted to the hospital due to syncope. The patient had multiple ventricular tachycardia episodes. The electrogram ( egm) appeared very fast and chaotic. Boston scientific technical services (ts) was consulted and suggested that it is most likely paroxysmal ventricular tachycardia (pvt) or short runs of ventricular fibrillation (vf). To date, there have been no additional adverse patient effects reported.